Event description:
A pump was returned to the hospital in-house biomed department with a report of "turning on and off by itself". Biomed did not test the pump prior to returning it for service. It is not known where the pump was being used and no clinical contact is available. No additional details are available regarding patient use, medical intervention or if the pump turned off during an infusion. No patient injury reported. No additional details available.